Manufacturer narrative:
The pod was received with the soft cannula deployed. No bends, kinks, or damages were observed to the exposed portion of the soft cannula. Cracks and discoloration were observed on the top housing of the pod. Corrosion was observed on the bottom battery, mechanism spring, and on the linkage assembly. Leak testing showed a leak in the hard cannula located near the cannula plug and reservoir. This leak contributed to the corrosion observed inside the pod. It could not be conclusively determined if the cracks in the top housing contributed to the corrosion. Though corrosion was observed on the bottom battery, the battery voltages were all measured to be the expected voltage and no external power supply was required. The download data showed no timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 340 mg/dl, while wearing the pod longer than 48 hours on the arm. The pod was removed, and the cannula was noted to be bent. Hyperglycemia treated by applying a new pod and bolus.